Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty battery on the x-ray controller pcb. System operates as intended.

Event description:
It was reported that the system was displaying collimator and filament cal needed errors. No patient injury was reported.